Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The lead was explanted due to the df-1 cable separated from the main lead body during upgrade to crtd. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes/ 30-mar-2026 correction. At the time of upgrade and open pocket, the df-1 portion of the ICD yolk showed significant insulation breach with the shocking wire exposed. The lead was then capped, and a new ICD lead was implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.